Event description:
A clinical dir reported that there were two occurrences of dull knives experienced during surgery. In both cases that knife was quickly exchanged for a new one, and the incision was completed with no harm to either pt.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met spec. No abnormalities that could have contribution to a dull knife were found during the DHR review and the product was released according to company acceptance criteria. The root cause for the dull knife experienced by the customer cannot be determined. (B)(4).